Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor does not communicate with belt) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the service code was isolated to contamination on the belt receptacle pins causing fault. Root cause investigation of similar failures determined that flux contamination on the belt receptacle pins caused the service code. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not communicate with belt.